Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. The foreign material on the universal cord was a medical tape that had been used to secure the universal cord during clinical use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited severe crystallization on the insertion tube and slight traces of the adhesive on the universal cord. There was no patient involvement.